Event description:
Facility indicates cables are faulty.

Manufacturer narrative:
A full investigation could not be completed as the device is not mfg by richard wolf. Devices were not used on pt and no injuries were reported. Cable were connected to a richard wolf instrument and worked as designed. No electrical failure detected. Labeling was reviewed and found to be adequate. I.e. Intended use, indications and field of use, preparation and cautions. Rwmic considers this matter open as additional testing / investigation will be performed. We will provide FDA additional info as it is received.